Event description:
Boston scientific received information that during a follow up noise and myopotential oversensing was visible on this right ventricular lead. The sensing had decreased, while the pacing impedances and pacing thresholds were stable. A follow up was scheduled. Subsequently, a follow up took place and more noise episodes were seen and the pacing impedances were variable sometimes less then 200 ohms. An explant procedure took place and this lead was explanted. Upon explant insulation damage was noted. It was suspected that there was friction between the lead and the device. This right ventricular lead will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.